Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device when the sample was inflated with air, the pilot balloon inflated but all air was stuck it. According to the IFU (10018853-001 rev.100 - IFU - pedi/neo tts (pnt)) we manipulated the pilot balloon and the cuff inflated but only one side, we manipulated the cuff and the whole cuff inflated. After the whole cuff inflated, we deflated and inflated 4 times, all the times the cuff inflated completely. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device was placed in use with patient but did not fully inflate on both sides of the cuff. The device was removed and replaced to continue ventilation. No further adverse effects reported.